Event description:
It was reported that the patient was admitted to the hospital for a device upgrade procedure. Review of the transmission noted that the implantable cardiac monitor (icm) missed the patient¿s true atrial fibrillation (af) episodes, and some of them were classified as bradycardia. The icm was explanted and replaced with a pacemaker. The patient¿s condition was not known.